Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted during testing. Device was received with minor scratched lcd window, cracked select button keypad overlay and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that screen on insulin pump was very hard to see due to scratches. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.